Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a dented bottom cover. The photographic imaging inspection confirmed a dented bottom cover. System lock could not be obtained at any spacing. The no lock condition prevented several electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed a dented bottom cover. The photographic imaging inspection confirmed a dented bottom cover. System lock could not be verified at any spacing. The no lock condition prevented several electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is determined that this device was non-hermetic, and that the root case of the excessive moisture was a leak through the feedthru seals. A CAPA was implemented. This is the final report.